Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a weil osteotomy procedure, the surgeon made a pilot hole with a .45in k wire, and then started to insert the spin screw. The spin screw snap off part broke off within a few turns of the screw. The surgeon then started to turn the screw using the head of the screw and within a quarter of a turn, the screw head broke off from the shaft of the screw. When the surgeon tried to remove the remaining part of the screw, using forceps, the screw then broke again in the middle of the shaft. The lead part of the screw remains in the patient because the doctor was unable to remove it. There have been no post operative complications to date.